Event description:
A peritoneal dialysis (pd) patient's contact reported that patient passed away on (B)(6) 2014 from liver cancer. The patient was not on the cycler at the time of death. No further information available. Medical records requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.